Event description:
Dec 1997 purchased first bottle of alcon's supra-clens, while using it she began experiencing, "swelling, tearing, irritation reddening of eyes, blurred vision". Progressively getting worse. Jan 1998 purchased second bottle and while using it, her problem got so bad she had to go to the hosp ER for treatment. She was treated for chemical conjunctivitis. Also an optometrist gave her prednisolone for her condition. She is still taking it. She has another appointment on 2/25/98. A med-watch was sent to the consumer for her dr to fill-out & mail, consumer contacted alcon consumer action and they said they will send her a mail pouch to return product for testing. She has not rec'd it yet. "Product never used before by consumer".